Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the jaws. No delay in procedure. The procedure was completed with a new device. No patient harm. Per the photo, the heater wire appears to be flexed at the center of the jaw.

Manufacturer narrative:
Trackwise - (B)(4). Corrected section - d9, h3 (changed to device not returned). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects were observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000450967 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the jaws. No patient harm. No delay in procedure. Per the photo, the heater wire appears to be flexed at the center of the jaw.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.